Manufacturer narrative:
The device involved will not be returned to the MFR for eval. We are unable to confirm any product malfunction. No conclusion can be reached at this time. The product user guide instructs the user to confirm bg readings with another device before taking any action. In addition, user's are instructed to check their blood glucose levels frequently, so that they can notice and react quickly and appropriately to any issues. It also suggests that the pt always carry extra supplies in case of emergency.

Event description:
The customer's mother called to report that her daughter was in the hospital "due to insulin overdose" two bg readings were provided, which ranged from low (39mg/dl) to high (458mg/dl). No additional info was provided about the event itself or the pdm/pod involved in the event. No product will be returned for eval.